Manufacturer narrative:
Claim# (B)(4)

Event description:
A healthcare professional that following an implantable collamer lens (icl) implantation procedure, the patient experienced a high vault and hyperopic outcome. The lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim#: (B)(4).